Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the up arrow button due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device may have been pressed against her body while sleeping. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.